Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. The patient reportedly was "guessing at what patient's blood sugar has been for the last couple of weeks". The meter was allegedly missing segments. The result on the meter was unknown. A result of 94mg/dl was reported but the source is unknown. There were no results reported from any other source. There was no comparison between patient's meter and any other device. There was no treatment. No further info has been reported.